Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues with the recharger and had "been having difficulties for awhile(but later clarified that the event date was today ((B)(6) 2022) with their current recharger antenna (rtm), but "this was their 3rd rtm ," so they had trouble in the past with previous rtm cords). Pt said they got "system problem: cannot continue: call medtronic: rm05" when charging their ins. During the call, the pt did not notice any damage to the rtm cord, plug, or the controller port and mentioned the rtm relay box was getting warm, but not hot when charging the ins. Pt unlocked their controller and connected wirelessly. Ins charge was 30% and controller charge was 90%. Pt attempted to charge their ins, but got "system problem: cannot continue: call medtronic: rm05." An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received. Pt called back stating that they received the replacement rtm, however the controller was still displaying system problem rm05 when trying to recharge their ins. The pt was instructed to remove the battery pack from the controller; pt stated that they hadn't been able to get the battery out of the controller; pt then was able to remove the battery pack from the controller. It was attempted to obtain the 97745 controller serial number, however it was discovered that the battery pack split apart when the pt was removing the battery pack from the controller and the other half of the battery pack casing was stuck inside the controller. Did not have the pt attempt to remove the other half of the battery pack casing from the controller in order to prevent damage. Pt stated that before they removed the battery pack from the controller, the controller would power on however now the controller was not powering on any longer; it was explained to the pt that the battery pack must be inside of the controller in order for the controller to power on, however they would not be able to place the battery pack back inside the controller since the battery pack split apart. Pt then stated that a rep was showing them how to use the equipment after the implanting operation and that they were having problems at that time; pt stated that the rep went in the back and fooled with the battery pack and then put the battery pack back in the controller and then the controller worked; pt stated that they had that problem reoccur about once every six months and maybe to a year and that this was finally the end result of what had been going on with the controller. An e-mail was sent to repair to replace the controller and battery pack. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# unknown product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, h3. Analysis was performed on [product ID: 97745, serial/lot #: unknown] analysis found that system connector has 3 missing pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.